Manufacturer narrative:
The company rep did not observe any failures on the log journal but observed saline contamination, causing short on circuit tripping 10 amp fuse. The company rep replaced the motor control board (part number: 0671-00-0004) and the fuse 10a (part number: 0159-00-0036). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The pt was switched to another iabp was therapy was continued. No pt injury was reported.